Event description:
A 60 echelon stapler was loaded with a green 60 load and noticed the proximal end of the cartridge would not snap into place. We tried a second green reload that did not work. We then opened an additional stapler and had the same issue. Both gold and blue loads seated correctly in the staplers, and we think this may be a green 60 reload issue. Staplers: ref# plee60a lot and exp on packages sent up with instruments to be decontaminated. Reloads: ref# ecr60g.

Event description:
A 60 echelon stapler was loaded with a green 60 load and noticed the proximal end of the cartridge would not snap into place. We tried a second green reload that did not work. We then opened an additional stapler and had the same issue. Both gold and blue loads seated correctly in the staplers, and we think this may be a green 60 reload issue. Staplers: ref# plee60a lot and exp on packages sent up with instruments to be decontaminated. Reloads: ref# ecr60g.